Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields: d3, h6 (investigation conclusions).

Manufacturer narrative:
Updated fields - b4, d4 lot number, expiry date, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d8 should be empty, g2, h6 medical device problem code. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Nurse, an ICU rn, called requesting assistance for a clotted inner lumen in a sensation plus 50cc balloon catheter. Nurse reported the arterial waveform was showing a flat line on the teleflex iabp monitor. Nurse stated he had troubleshot the clotted inner lumen by aspirating multiple times; however, nurse was met with difficulty. Nurse stated it is not hospital policy to flush the inner lumen frequently. Esp team member recommended removing the pressurized fluid-filled bag, attaching a cap on the inner lumen, and placing a label that read ¿do not use¿ due to the risk of thrombus. Esp team member recommended using an alternate ap source. Nurse would notify the physician and share recommendations. Esp team member collected product surveillance and asked to call back if needs any additional troubleshooting assistance. Nurse appreciated the support provided and had no other questions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that sensation plus 50 cc had a clotted inner lumen. Additionally, the arterial waveform was showing a flat line on the teleflex iabp monitor. No harm or injury to the patient was reported.